Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged resulting to device delivering inappropriate shocked which lead to therapy exhaustion after the patient fell. This rv lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.